Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported by the sales rep that patient reported to surgeon that experience ligament laxity and instability. Initial placement of implant was appropriate. Surgeon trailed with a thicker insert (13, 16mm) which was stable in extension but too tight in flexion. Hence, surgeon opted for change to competitor hinge to ensure extension-flexion stability and also to make sure that patient does not go into recurvatum (stryker triathlon does not have a hinge). Old triathlon implant (done on 2 (B)(6) 2017) was returned to patient.